Event description:
Patient was hospitalized to explant system due to infection and pg check was requested prior to explant procedure on (B)(6). It was unknown why infection occurred. Pg system explant procedure performed on (B)(6) 2016. Physician:(B)(6). Hospital: (B)(6) hospital. Implant date: (B)(6) 2012 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).